Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and not able to get out of rewind process. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting and reported that they were able to clear and rewind the insulin pump. Customer reported that the drive support cap was normal. Customer declined to troubleshoot for no delivery. The insulin pump will be returned for analysis.